Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer performed trouble shooting and events log pointed towards broken main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported screen blacked out on a patient on the vela ventilator. The customer confirmed that the respiratory therapist replaced the ventilator with another unit. At this rime, there is no information regarding patient harm associated with the reported event.